Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, enterocele and rectocele. It was reported that the patient underwent partial removal of mesh on (B)(6) 2012 due to erosion.

Manufacturer narrative:
Date sent to the FDA: 10/26/2016. It was reported that patient concurrently underwent colposacral suspension and burch urethropexy.

Event description:
It was reported that patient concurrently underwent colposacral suspension and burch urethropexy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. The patient had mesh removed on (B)(6), 2011 and in (B)(6) 2012 due to infections, bleeding and erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.